Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on esc and act button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, rewind test, self test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working and buttons stopped working. The up arrow was not working. The customer had high and low blood glucose. The drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.